Event description:
N/a.

Manufacturer narrative:
An event of pericardial effusion post the implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. No medical intervention was performed as pericardial effusion was resolved on its own. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The shape of the appendage was chicken wing and the activated clotting levels were 269s and the amulet was successfully deployed in the left atrial appendage (laa). Post procedure, the patient was noted hypotensive and computed tomography angiography (cta) reveled rupture of right common femoral artery pseudoaneurysm. The patient experienced hemorrhagic shock and retroperitoneal hemorrhage, received transfusion of 2 units of packed red blood cells (prbc), fresh frozen plasma (ffp) and platelets. The patient underwent emergency repair by vascular surgery with placement of stent in right external iliac and common femoral artery with resolution. On (B)(6) 2024, the discharge transesophageal echocardiogram (tee) revealed presence of trace pericardial effusion and did not required intervention or action, it got resolved its own.